Manufacturer narrative:
There was follow-up communication with the initial reporter however, the lot number of the incident device was unk, and no samples nor any add'l info was available. Unable to perform complaint history check or device history review. Regulatory compliance will continue to monitor this condition.

Event description:
Maude report (B)(4) was received on (B)(6) 2011. The reporter indicated that the hub of the luer adapter broke off inside of the PICC line and there was no way to remove that broken piece. This resulted in the removal of the PICC line. Note: a physician's order must be otbained prior to removing a PICC. Only clinicians or nurses who have been trained to manage potential complications should remove a PICC.